Event description:
It was reported that a patient had pain after implantation of a gamma 3 nail. X-rays were taken and a revision surgery was performed as it was observed that the nail broke.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. As no item was returned no physical examination could be carried out. In this case the nail broke after an implantation period of approx. 10 months. Technically, it can be suggested that it broke in a fatigue fracture after this period. Medically, insufficient bone healing ¿ pseudarthrosis ¿ was confirmed. Insufficient bone healing is in most of the cases a contribution to the initiation of a fatigue fracture. Based on presented information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail question was not verified. Device was not returned.

Event description:
It was reported that a patient had pain after implantation of a gamma 3 nail. X-rays were taken and a revision surgery was performed as it was oberserved that the nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.